Event description:
It was reported that a patient had a communication problem and was having problems with their charging unit. It was stated that an implantable neurostimulator (ins) flip was confirmed. It was reported that the recharger ¿turned off on me¿ and the patient was not even recharged. It was stated that the screen turned off, and the patient turned the unit back on and ¿all the bars were lit up.¿ it was clarified that the ¿unit itself¿ turned off (implantable neurostimulator recharger-insr) not just the screen. It was stated that this happened 4 times in the last 3 months. It was stated that the patient recharged every 9 days, but the insr turning off did not happen every time, ¿just every now and then.¿ the patient stated that when the insr went off the patient pressed the white key on the side and then green key on the front. The patient stated that they were not moving while trying to recharge. The patient reported that they made sure all the boxes were shaded, lay down in bed and started to read, ¿I do not get up.¿ it was reported that the ins needed to be moved to another location and the patient stated that the healthcare professional (hcp) put it in the wrong way and the patient couldn¿t charge it, and because of the charging issue the patient was ¿very attuned to not moving.¿ the patient stated that this was why they were concerned. It was stated that when the patient turned the insr back on after it went blank all the boxes were shaded. It was stated that the patient was not moving but coupling was lost. The patient stated that if they had moved, it would have beeped. It was stated that while charging the patient felt stimulation no more than they would if the unit was on and further stated that stimulation was on during recharging. The patient stated that the patient ¿can¿t turn it off because, they couldn¿t stand the pain. The patient stated that they could tell when the ¿battery in his butt¿ was running low because, he got a ¿surge of charging energy¿ in his legs and feet that was ¿really intense.¿ the patient stated that he thought ¿oh, I let my battery get low." The patient reported that he "had to lie down in bed to charge." The patient stated that at their 2nd recharge they let the ins go totally empty and stated that it took 9 hrs to recharge the ins. Additional information received reported that the patient had spoken to the manufacturer¿s representative in person today at the hcp¿s office and they had told him to call. It was stated that the manufacturer¿s representative had not checked the system. The patient stated "I, personally, think it is a defective unit." The patient mentioned that they were programmed "under auto today" so the stimulation adjusted for position changes. It was stated that it had not been done yet due to the patient having several surgeries.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97754, serial# (B)(4); product type recharger. (B)(4).